Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released pursuant to the product specifications. The device was not returned for evaluation and no additional information is available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient with rectal cancer underwent laparoscopic anterior resection procedure. The anastomosis was performed with the car. The patient experienced inflammation and fever prior to leakage ((B)(6)). Anastomotic leak was diagnosed (by x-ray) on (B)(6). The anastomosis leakage was resolved conservatively (with antibiotics).